Manufacturer narrative:
Follow-up #1: date of submission 10/09/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box showed evidence of multiple battery alarms and short battery life. The battery cap was able to fully tighten and the pump powered on with the returned battery cap. The pump¿s current draws were found to be within required specifications. During investigation, a load step malfunction occurred due to internal moisture contamination. Due to the load step malfunction, additional testing for the alleged short battery life issue could not be completed. The pump casing was removed and there was evidence of moisture contamination on the transceiver board and the force sensor housing. There was evidence of an intermittent contact with a motor regulator component. Unrelated to the original complaint, investigation revealed that the display lens was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging a short battery life issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.